Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set adhesive issue event, as the tape did not stick and the infusion set came off after a couple of hours. No further information available.